Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The connectors are in good condition, the case and other parts are contaminated with dust, so, it will need to be replaced. There is no need to replace the batteries.